Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported.

Event description:
It was reported during a permanent implant procedure the patient experienced decreased respiratory issues and the surgery was aborted and the implanted lead and ipg was removed. Patient was stable in post op and the patient was released the same day and had a full recovery.